Event description:
It was reported that the patient felt chest stimulation and after the right atrial (ra) lead was reprogrammed the stimulations decreased, but were still present. It was also reported that there was a lead warning on the ra lead due to low impedances. It was noted that the lead had always been programmed unipolar and that the impedance had always run low. The physician's office reported they felt the lead was fractured, but the patient is resistant to having the lead explanted and it is still in use. No patient complications have been noted as a result of this event.

Event description:
It was further reported that the right atrial (ra) lead was explanted and replaced.

Manufacturer narrative:
Product event summary: the lead was returned in segments, analyzed and the inner insulation of the lead developed a breach due to mio (metal ion oxidation) while in vivo. It was noted that there was blood on the proximal conductor of the lead and it was not obstructed, the helix of the lead became extrinsically distorted due to pulling/stretching/overstress, the outer insulation of the lead was extrinsically breached due to a tear, a cosmetic white substance that developed in vivo on the outer insulation of the lead was observed, and the outer insulation of the lead developed cosmetic esc (environmental stress cracking) while in vivo.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.